Event description:
Vessel sealer got stuck on tissue x3 events, emergency release by bedside assist to release tissue. New vessel sealer opened. Davinci robot instructed new stapler required. Called davinci help line at 1023, instructed to reengage drape and call back if issue reoccurs.

Manufacturer narrative:
The following elements have blank data: [street address: (line 2)] for type of device: system, surgical, computer controlled instrument

Event description:
Vessel sealer got stuck on tissue x3 events, emergency release by bedside assist to release tissue. New vessel sealer opened. Davinci robot instructed new stapler required. Called davinci help line at 1023, instructed to reengage drape and call back if issue reoccurs.